Manufacturer narrative:
(B)(4). Manufacture date: 8/17/2015. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: on which firing did this occur? It was first firing. Were the staple line and cut line equal in length? No, staple line and cut line was not equal. Which area of the staple line did not have staples deployed (distal, proximal, center)? Staple line deployed on proximal and center part. Which area of the expected cut line was not cut (distal, proximal, center)? Cut line was on different part. Were there any patient consequences? There were no consequences for the patient. They used second contour on the line. What is the current status of the patient? Patient is stable.

Event description:
It was reported that during a tumor "recti" procedure, they cleared the rectum and used the device to cut and staple. The surgeon closed the contour without any problems. He waited for fifteen seconds and fired. On contour line, staples didn't fire on all area and also the knife didn't cut all the line. They used second one from the second box and finished the job. There were no adverse consequences for the patient.